Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed noise and oversensing in the right atrial (ra) lead channel. This crt-d system remains in service. No adverse patient effects were reported.